Event description:
Rptr suffered a ruptured disc at l4-l5, in 1987 a laminectomy was performed with no fusion. In 1990 another fusion with 2 plates and 6 screws was performed. The plates and or screws are giving rptr trouble. It's like he has a knife in his back at all times. X-rays rptr had recently were compared to ones from 1991. Three screws are backing out. The doctor said that was limited rotation. Rptr doesn't agree with that. Rptr takes naprosyn 500 mg bid.